Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation because it remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency the xience pro referenced is being filed under a separate manufacturing report number.

Event description:
It was reported through a research article identifying xience pro and xience prime that may be related to the following: stent malapposition, additional therapy/non-surgical treatment, and prolonged/additional hospitalization.